Event description:
A 3.0mm diameter by 24mm length s670 stent delivery system was inserted for treatment of a lesion in the left main coronary artery. Pt has a history of triple bypass surgery with one patent graft to the lad. It was reported that the lesion in the distal left main and the proximal circumflex artery were pre-dilated with a 3.0mm ptca balloon. After deployed of the stent at 14atm, it was reported that the delivery balloon would not deflate. It was reported that attempts to deflate the balloon using an indeflator, a syringe, as well as the use of guidewires to puncture the balloon were unsuccessful. It was reported that the balloon was ruptured with a rotoblader catheter, however, the blood flow was not totally restored down the artery. It was reported that during the attempts to remove the inflated device from the pt, the shaft of the device broke in two pieces with the distal end of the catheter remaining in the pt. The pt became symptomatic, requiring the insertion of an intra-aortic balloon pump and the administration of advanced life support medications. The procedure record revealed that an angioplasty procedure was performed on the obtuse marginal artery five minutes after the report of the inability to deflate the stent delivery balloon. Based on this info, the balloon must have been deflated in order to pass the balloon into the obtuse marginal artery. Subsequently, the pt experienced a cardiac arrest, had a fem-fem bypass procedure performed while awaiting transfer to surgery for emergency coronary artery bypass surgery. The pt reportedly expired the day after surgery. Review of the cine film revealed a 70% stenosis in the distal left main and a tight lesion at the bifurcation of the left anterior descending artery. After treatment of the left anterior descending artery with rotational atherectomy, an angioplasty balloon was inserted into the proximal circumflex coronary artery. Co was unable to confirm that there was pre-dilatation of the left main on cine film. After inflation of the balloon in the circumflex there was evidence on the cine film that the distal left main was pre-dilated. After inflation of the balloon in the circumflex there was evidence of left main spasm and a severe dissection that extended from the left main artery to the proximal circumflex. The stent was then inserted and inflated on an acute 90 degree angle from the distal left main into the proximal circumflex coronary artery. The cine film ended after the view of the stent deployment. There were no images indicating any deflation issues on the cine film. There were no cine pictures of the angioplasty balloon inflation to the obtuse marginal artery that was reported to have occurred on the procedure record.